Manufacturer narrative:
G4: 16sep2019; b4: 17sep2019. The fse (field service engineer) went on-site in order to evaluate this ventilator's reported touchscreen malfunction (reference pr #: (B)(4)) and replaced the touchscreen. Per the performance session report that was generated after the touchscreen service, the navigation ring successfully passed testing and was returned to the customer in full working condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's navigation ring malfunctioned. There was no patient or user involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29aug2019.

Event description:
It was reported that the ventilator's navigation ring malfunctioned. There was no patient or user involvement.